Manufacturer narrative:
(B)(4). Batch # 512a73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with anvil missing and weld separation on proximal half from indicator back and from trigger back and damage to the bulkhead contact. Also, the battery was received and evaluation of showed the left contact slightly bent. The breakaway washer was not present and the device was returned loaded with staples. A test battery was inserted into the device, and it was noted that the battery could be inserted, but would catch on the damaged bulkhead contact. When inserted, the backlight illuminated and the green checkmark was not present, indicating the device was not fired. The device was tested for functionality with a test battery and with a test washer/anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the damage to the device shroud and bulkhead contacts. However, the reported condition of battery pack insertion or removal issue is confirmed based on the difficulty experienced when inserting the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the battery could not be loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.